Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation revealed that the patient's pacemaker exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. The pacemaker was programmed to vvi mode to resolve the issue. There were no patient consequences.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-1007479 as upon review the pacemaker should not have been submitted as a medical device report (MDR) as the noise issue was alleged on the right atrial (ra) lead with no allegation of malfunction on the pacemaker. The ra lead noise was reported in 2017865-2025-1006032.